Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening patella; aseptic loosening tibia; instability. Revision njr number: (B)(4); side: r. Primary asa: p1- fit and healthy.